Event description:
It was reported that the ilet user experienced confusion when announcing meals, selecting meal sizes that did not align with actual carbohydrate intake, which corresponded with episodes of hyperglycemia up to 336 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.